Event description:
The customer reported the ventilator was alarming and not giving any pressure. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. Review of the device event log indicated an occurrence of a patient circuit occlusion, which could result in no ventilation during operation. The manufacturer's service technician was able to duplicate the reported complaint while in diagnostic mode. The service technician reported checking all connections during evaluation, and followup testing in normal ventilation mode was unable to duplicate the problem. The service technician replaced the blower and motor controller pcb board as a precaution to address the findings. Applicable final testing was completed and passed to operating specifications.